Event description:
The subject pump allegedly is giving an empty cartridge alarm when there is still insulin in the cartridge. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to remaining insulin reading issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history indicated a "replace cartridge" alarm with 13 units of insulin remaining. During evaluation, there were no issues found with the insulin remaining. A 10 unit bolus and a 10 unit audio bolus was successfully performed and delivered from the pump. The pump was primed 25 units out of the 35 units with no "replace" or "low cartridge" alarms emitted. An alarm was induced during testing and the pump was found to successfully emit an "empty cartridge" alarm. There were no defects found with the lead screw or drive assembly. The reported issue was duplicated in pump history but not during investigation. Unrelated to the complaint, the force sensor was found to be out of calibration.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.